Event description:
It was reported to boston scientific corporation that an ascerta ureteral stent would not stay coiled during the placement procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".

Event description:
It was reported to boston scientific corporation that an ascerta ureteral stent would not stay coiled during the placement procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual inspection of the returned ascerta stent revealed no issue with the complaint device. Both renal and bladder pigtails were properly formed and did not show any anomaly or defect. A 0.038 guidewire was passed through the stent and both pigtails recovered their shape appropriately. The circumstances under which the pig tail could not be formed properly during the procedure cannot be determined since the renal and bladder pigtails were found within specifications.